Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a ventricular perforation occurred and it was treated with thoracic drainage and surgical repair. Initially, the aortic valve was crossed with a straight wire. The jr guiding catheter that was prepared to exchange the wire did not reach to the apex, therefore an amplatz super stiff wire was pushed barely forward and placed in the left ventricle. After bav, the blood pressure did not recover soon and an increase of mitral regurgitation was observed. The 26mm sapien xt valve was immediately implanted with nominal volume. Post deployment, the xt valve position was 50:50 aortic/ventricular with mild paravalvular leak. Post-dilation was performed with 1ml more than nominal volume. An increase of pericardial fluid was observed post deployment and it resulted in cardiac tamponade. Protamine was administered for neutralization and pericardial drainage was immediately initiated. Since the increasing speed of pericardial fluid was faster than the drainage speed, percutaneous cardiopulmonary support (pcps) and cardiac massage were performed. Heparin was administered again and the procedure was converted to open heart surgery. The bleeding source was found in the lv apex. After achieving hemostasis, the chest was closed. Pcps was weaned off and the patient was transferred to the ICU intubated. Per the latest report, the patient was extubated on pod-2 and was recovering well. The physician believed that a guidewire had perforated the apex when it was inserted and in his opinion the balloon catheter did not cause the injury. However, it cannot be denied the possibility that the injured site was extended when the balloon catheter was inserted.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a ventricular perforation occurred and it was treated with thoracic drainage and surgical repair. Initially, the aortic valve was crossed with a straight wire. The jr guiding catheter that was prepared to exchange the wire did not reach to the apex, therefore an amplatz super stiff wire was pushed barely forward and placed in the left ventricle. After bav, the blood pressure did not recover soon and an increase of mitral regurgitation was observed. The 26mm sapien xt valve was immediately implanted with nominal volume. Post deployment, the xt valve position was 50:50 aortic/ventricular with mild paravalvular leak. Post-dilation was performed with 1ml more than nominal volume. An increase of pericardial fluid was observed post deployment and it resulted in cardiac tamponade. Protamine was administered for neutralization and pericardial drainage was immediately initiated. Since the increasing speed of pericardial fluid was faster than the drainage speed, percutaneous cardiopulmonary support (pcps) and cardiac massage were performed. Heparin was administered again and the procedure was converted to open heart surgery. The bleeding source was found in the lv apex. After achieving hemostasis, the chest was closed. Pcps was weaned off and the patient was transferred to the ICU with intubated. The physician believed that a guidewire had perforated the apex when it was inserted and in his opinion the balloon catheter did not cause the injury. However, it cannot be denied the possibility that the injured site was extended when the balloon catheter was inserted.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the lv apex perforation cannot be confirmed. Per report, the event may have occurred during guidewire insertion, and exacerbated during balloon catheter insertion. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.